Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that following a successful procedure with the flow diverter during a clinical trial, the patient experienced right arm pain encompassing the whole arm into the scapula. The pain at baseline was an aching pain but on aggravation, felt like a spasm. Right arm had associated minimal swelling. The procedure was done through right radial access. Ultrasound was performed (arterial upper) and showed no pseudoaneurysm or hematoma at the right radial access site. Medication (oral methylprednisolone 4 mg prn) was administered and the event resolved. The cec assessed the event as possibly related to other stryker devices used (subject synchro 14 guide wire, axs catalyst 5 catheter, excelsior xt-27 micro catheter), procedure and underlying condition or disease. No other information is available.

Manufacturer narrative:
Although the device history record (DHR) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the patient experienced radial access site complications (right arm pain encompasses whole arm into scapula. It has a baseline aching pain but with use aggravates it to then feel like spasm. Minimal swelling after using the subject guidewire. Other stryker devices used in the procedure included axs catalyst 5 and excelsior xt-27. No device deficiencies were noted. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported that following a successful procedure with the flow diverter during a clinical trial, the patient experienced right arm pain encompassing the whole arm into the scapula. The pain at baseline was an aching pain but on aggravation, felt like a spasm. Right arm had associated minimal swelling. The procedure was done through right radial access. Ultrasound was performed (arterial upper) and showed no pseudoaneurysm or hematoma at the right radial access site. Medication (oral methylprednisolone 4 mg prn) was administered and the event resolved. The cec assessed the event as possibly related to other stryker devices used (subject synchro 14 guide wire, axs catalyst 5 catheter, excelsior xt-27 micro catheter), procedure and underlying condition or disease. No other information is available.